Event description:
The following information was provided: the following voicemail was left by the rep. Subsequent calls to request additional information have been unanswered as of the time of pi creation: "calling to report a broken ceramic head umm date of acknowledgement is (B)(6) 2026 umm revision day is (B)(6) 2026 the insignia hip stem and the 40 ceramic head." As of the time of pi creation, it is unclear if the stem was revised. Pi to be updated as more information is provided. Update: the insignia stem was not revised; however, the liner was revised due to damage. Right side.